Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that two (2) burs failed during a microdissectomy procedure. The device was connected to the handpiece, tested and was not turning. The bur was detached from the unit where it should be a sealed unit from manufacturing which means both burs should not be able to pull out. The hcp noted that the devices did not break and the burs were prepared correctly according to the directions given in the product manual. The hcp confirmed that it was the initial use of the devices and there was no troubleshooting possible as both are disposable devices. There was a delay in the procedure due to opening of the second bur and changing of attachment. A back-up device was used to complete the procedure. There was no patient impact or injury.

Manufacturer narrative:
For analysis of the device, the shafts were turned by hand using the head of the bur while viewing the drive mechanism [the bur tang]; the tangs were not turning which indicates a broken shaft. The shafts were removed from the assemblies for further analysis [they both measured 5.70¿ from tip to break point]. The break points at the proximal end corresponds to the distal side of the tack weld on the tang. If information is provided in the future, a supplemental report will be issued.